Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Customer reportedly received the following results on the aviva nano system within 10 minutes: 372 mg/dl, 152 mg/dl, and 149 mg/dl. The customer ate a banana based on the result of 149 mg/dl. No adverse event reported. Requested return of suspect device and replacement was sent.